Manufacturer narrative:
D10: 02-010-03-0335 - logic cr femoral cem, right, sz 3.5: (B)(6), 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t: (B)(6), 200-02-35 - three peg patella 35mm: (B)(6), should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a right tka, underwent a revision procedure approximately 7 years 3 months post the initial procedure. The patient presented to the surgeon with complaints of pain, stiffness, swelling, decreased motion, and dissatisfaction. The patient had a recalled knee polyethylene liner, which was worn out on the x-ray. The patient underwent a poly insert swap from a slope ++ to a crc activit-e implant. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return as it is handled by the hospital. A device image was provided. No further information.